Event description:
It was reported that a patient, who had a shoulder implanted, side unknown, underwent a revision procedure approximately 2 years post. The patient made inquiries through a linkedin account regarding device quality and indicated they would like to get a replacement. The device had twisted, and the screws had fractured inside her body. The patient stated that following a revision they received, they were told they had too much bone loss from the removed implant from the prior revision and were not able to get a replacement. The patient indicated they have nothing in their arm except for a metal bar that causes them intense pain every day of their life. They stated they don't have the use of their right arm at all. The patient indicated they were now disabled. They have had several x rays and CT scans over the last 6 years which are all in their medical records. No further information.this is 1 of 2 reports for this event.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.